Event description:
During the introduction of the arterial sheath into the left common carotid artery, there was a visible dissection. After the surgeon placed the initial 08x40 stent, the surgeon then placed a 08x30 stent over the dissection site to repair the injury.